Manufacturer narrative:
The customer was unsure which lot number was from the most recent breakage. The lot number was either 18h2401 or 18j2584. Samples of both lot numbers were returned for evaluation. The samples were tested for proper hardness and were measured for proper dimensions. All readings were found to be within conformance per the product specifications. The instrument that broke was also returned. However, there was no indication from the customer that it had been decontaminated therefore, it could not be safely handled for hardness and dimension readings there has been a total of (B)(4) sold of this part number since 2012 with one additional complaint recorded for 4 pieces. (0.01% complaint rate). Due to the information above, it can be determined that the damage occurred due to stress on the instrument and no further actions are required. This can be seen a the final report. If additionally information is obtained that alleges additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The surgeon has experienced two break in the last month. With this occurrence the tip of the blade broke off and fell into the patient. The facility was able to confirm that the tip was not left in the patient with x-rays.